Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger problem) has been confirmed. Upon investigation the battery charger/modem was unable to charger a battery pack. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the charger bedside board. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the shorted q1 transistor. The pt received a replacement battery charger/modem. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery wont power up monitor) has been confirmed. Upon receipt the battery pack was unable to charge and unable ot power up a monitor. A root cause investigation is currently underway at the supplier. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective battery pack. The pt received a replacement battery. Device manufacture date: sn (B)(4): 03/01/2013, sn (B)(4): 05/01/2013.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her battery charger was making an odd noise and that her battery packs were unable to power up her monitor. The pt was issued a replacement battery charger/modem and a replacement battery pack.